Event description:
It was reported that the patient was presented in clinic and the atrial lead exhibited noise. The noise was suspected to have triggered auto mode switch episodes. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.